Event description:
It was reported that the patient was shocked due to t-wave oversensing (twos). It was noted there was small r-wave trend data with biphasic twos. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A 5076-52, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).